Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient underwent a transurethral green light enucleation of the prostate preserving the 12 o clock urethral mucosa. The surgery was smooth, and postoperative catheterization was performed. After insertion of an f18 three way foley catheter, drainage was not smooth, resulting in postoperative urinary retention, bladder distension and pain, causing the patient suffering and secondary injury.